Manufacturer narrative:
Reportable event corrected as patient was moved to another ventilator.

Manufacturer narrative:
The device was received by imt engineering. The machine doesn't start-up. Confirmed that the problem is on the epc. The cfb is performing the self-test. So there are no signs that the ventilation controller has been affected by the problem.

Event description:
Customer reported that the unit was ventilating in pcv (pressure control ventilation) then stopped and shutdown with no alarm. The failure occurred during use and medical intervention was required. At this time, it is unknown whether or not there was any patient consequence associated with the event.